Event description:
It was reported that the patient was seen in clinic and reports neck pain on both sides of the neck. He had been seizure free and on ketogenic diet, but had a seizure last week and three days later the pain started. He is autistic, but his mother managed to tape the magnet over the device overnight until he could be seen. The neurologist was suspecting erratic stimulation, possibly due to battery life, but the icon showed as green. They refered him to neurosurgery for a possible prophylactic battery change. It was also noted that the patient has a raspy, crackly voice, clearing throat and cough. He was seen by ent with scope and patient has vocal cord paralysis on left side, but x-rays were not indicative of an issue with vns. Information was received that the patient is currently admitted. It was noted a full replacement including leads is planned. The physician is considering off label right sided implant but the mother did not want to risk paralysis on the right side in addition to the left. Currently it is only on the left. He said that he was also considering a removal of vns and implantation of dbs for this coming thursday. The physician thought that despite good diagnostics the lead could still have issues based on the fact that the vocal cord paralysis didn't occur after initial implant, and only recently. Pre-op diagnostics were performed several times and all within normal range. In surgery he removed the old device and lead and determined that he did not want to move forward with the re-implant. No additional relevant information has been received to date. The explanted devices have not been received for analysis to date.

Event description:
The patient had a scope (post explant in (B)(6) 2021) and left side vocal cords are still paralyzed. No additional relevant information has been received to date.

Event description:
It was reported that the lead was the believed cause of the vocal cord issues. No other additional relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem; health effect code; corrected information; initial MDR inadvertently reported incorrect code.